Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained and myopotential oversensing episodes were observed on the device. No lead malfunction was suspected. Technical support suggested device reprogramming that will be performed in the patients next follow-up visit. The patient was in stable condition.